Event description:
Pt was injected in perioral lines above lip, the nlfs and in linear threads parallel to the lip. Approx 3 months later, she returned to the doctor with persistent, lightly purple reddish patches in her nlfs and a little above the lip. The doctor prescribed desonate topical gel (corticosteroid). In a follow-up visit 2 weeks later, she was given an additional sample tube of the gel. Her condition has since resolved.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.